Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was buttoning his pants and heard a "pop," resulting in a periprosthetic fracture. The patient had a monoblock reverse total shoulder approximately 2.5 years ago. All of the previous implants were removed, and a possible infection was ruled out after implant removal and path lab results returned.